Event description:
Procedure type: vats bullectomy. According to the rptr: after the firing, the jaw did not open even after pulling the black knob. The surgeon removed the cartridge from the tissue; but, due to bleeding, he had to use add'l cartridge to resect add'l tissue and stop the bleeding.

Manufacturer narrative:
(B)(4).